Event description:
New information received notes the right atrial lead was explanted and replaced on (B)(6) 2019. The patient experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after a vibratory alert was triggered on (B)(6) 2019. Upon interrogation, it was revealed that the right atrial lead exhibited high pacing impedance, loss of sensing, and loss of capture. It was suspected that the right atrial lead became disconnected from the device header. The patient was scheduled for revision procedure. There were no consequences to the patient.